Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that "ui500 today shut off in the middle of the case. It also was not reading how much co2 was left in the tank correctly". No negative impact in state of health reported.

Manufacturer narrative:
The device was returned to our us facility as documented in section d9. It will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).